Event description:
Caller stated the pt tested 4.8 inr, 7.6 inr, and 6.0 inr on the coaguchek s system while a comparison lab returned as 3.4 inr. No action taken on device results. No adverse event reported. Requested returned of suspect system and replacement was sent.